Event description:
Middle-aged female with history of pseudotumor cerebri. Procedure: craniotomy stereotactic ventriculoperitoneal, right occipital peritoneal shunt revision. The medtronic navigation non-invasive patient tracker did not originally work when plugged into the stealth machine. When it was unplugged and re-plugged back in it worked. Midway through the procedure, the tracker stopped working and would not restart. No known harm to patient at this time.